Event description:
The patient astarted to suffer pains in her groin and consequential back ache due to her having to correct her walking. Patient underwent ultrasound and blood tests. Blood test showing high levels of cobalt chromium, and patient had to have fluid on the hip removed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided insert product/lot code combination. A search of the complaints databases against the femoral head was not possible as the product/lot code combination was not provided. Review of provided patient histopathology reporting indicates there are multiple fragments of fibrocollagenous tissue devoid of epithelial lining. Beneath the surface, there are small aggregates of pale coloured histiocytes containing barely visible fine black metallic debris. Pathologist states that the appearances are in keeping with mild alval. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no reports against the provided product and lot code combinations since their release to distribution. No other additional information was received that would affect the previous investigation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor through trend analysis via (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: product/lot numbers.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.